Event description:
It was reported that the pta balloon had a complete catheter detachment. The device was removed in its entirety without difficulty. Another pta device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.